Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer touchscreen or stylus was defective. It was noted that the micro processor unit (mpu) board was defective, which caused the liquid crystal display(lcd) to display a green and fading image. It was noted that the lower bullets were missing and the keyboard was damaged. It was further noted that the right keyboard hinge was broken and both the keyboard cover sliding rails were broken. Additionally, it was noted that the latches on the rear display cover ere broken and the logo button was missing. An electromagnetic interference repair was performed as a preventative measure. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all the final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer touchscreen or stylus was defective. There was no patient involvement.